Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and alleged the following: patient has been running high blood glucose (bg) levels in the last 24 hours. Mom says that she has been running in the >400 mg/dl range, with large ketones and vomiting. Mom says that she has changed out patient¿s site/set since issue began but it doesn¿t seem to be helping. Mom has contacted health care provider (hcp) for recommendations but mom and hcp believe that it is a possible malfunction with the pump. Mom denies any high fat food, I:c ratio evaluated/changed by hcp today. Customer support (cs) recommended mom to follow up with hcp for further recommendations until new pump is received, and recommended that mom contact cs for replacement pump programming and pairing assistance. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/22/2013 with the following findings:. Testing was unable to duplicate the reported complaint. There are no alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used the pump successfully completed the required 29hr flow accuracy test and was found to be delivering within the specification. No alarms occurred during testing. Unrelated to the complaint, the display screen has a pinkish contrast. Removed cover and replaced pink display with test display. The test screen is fully illuminated with no visible signs of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.